Event description:
The patient reportedly had a low blood glucose in the middle of the night and required medical intervention from the paramedics while on insulin pump therapy. Reportedly, the patient's fiance treated her with 2-3 juice drinks at the time of concern. When the paramedics arrived, the patient's blood glucose was at 25 mg/dl. The paramedics continued carbohydrate treatment until her blood glucose elevated to 50 mg/dl. The patient was never taken to the hospital for further treatment. Prior to the event, the patient had multiple loss of prime issues. The patient reported disconnected each time to prime the tube. At around 1:30 am, the patient identified the cartridge cap was loose and tightened it while she was still attached to the subject pump. The patient believes this caused an unintentionally delivery of insulin. The pump history confirmed all boluses are accounted for. The total daily dose of insulin added up for bolus and basal usage. This complaint is being reported due to use error and because the patient allegedly had hypoglycemic reading of 25 mg/dl and received medical intervention while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.